Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Lot # and protocol # are unknown. No product information has been provided to date. Operator of device is unknown.

Event description:
It was reported that a steady pump alarm and then exhibited a non-disposable, pump won't run message. No patient injury was reported.